Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), after connection of another manufacturer's chronic right ventricular (rv) lead and following successful defibrillation threshold (dft) testing, a shock lead shorted fault message was observed and shock impedance measurements were noted to be less than 20 ohms. This ICD was attempted, but not implanted and the chronic rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified tool marks on the device case and header. The device battery status was beginning of life (bol). Review of device memory confirmed a shorted lead fault (fault code 1004) was recorded. Further review of device memory noted that a manual capacitor reformation was initiated and resulted in a charge time of 45 seconds. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during induction testing that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.